Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
User facility mandatory medwatch received that stated: "oncology rn programmed hospira symbiq pump to deliver chemotherapy infusion of cisplatin and gemcitabine for recurrent bladder cancer. When rn returned to pt's room to investigate an alarm, she found the pump was alarming "air line." Rn noted that the air was well beyond the pump and was inches from the pt's peripheral IV site. Rn stopped the pump and took it out of service. No air reached the pt. Bio tech was notified; pump returned to hospira for eval." Health professional's impression cause of air in IV line is unk. Pump was tested by biotechnician and "air in line" problem could not be duplicated at the hospital. Upon further query, the following info was provided that indicated air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed for bolus delivery of cisplatin 175mg/500ml, at a rate of 500ml/hr, and the delivery was started. No further programming parameters were provided. The container size was reported to be 500ml. After an unspecified length of time, the nurse reported the infusion was complete. At that time, the nurse reported there was 50ml of fluid in the container and the tubing. The nurse reported reprogramming for an additional 550ml vtbi (volume to be infused), with a "540-550ml/hr" rate and the delivery was started. After an unspecified length of time, the nurse returned to the pt's room. It was reported the pump was alarming for air distal to the pump. At that time, the nurse reported air was noted in the tubing set which was reported to be within inches of the pt. No air was delivered to the pt. The nurse reported "thought that the device had stopped infusing." The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported therapy was complete. During testing at the user facility, the device passed testing by appropriately alarming for distal air in line. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This event was identified as part of a customer notification dated (B)(4) 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).